Manufacturer narrative:
The insulin pump was received with button error alarm r due to corroded keypad traces. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage was inside the pump.

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer stated that the pump could have gotten wet in the rain. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.